Event description:
After needle advancement into pancreas, the device was removed from the endoscope. When the physician inserted stylet into needle, he felt resistance before reaching the needle tip. Then, he tried to advance the stylet further, the needle itself became unable to be retracted into sheath though "0" appeared in the window of safety ring. Another echo-hd 19 c was used instead and the procedure was completed with no problem. The needle was confirmed broken during the device evaluation conducted on the (B)(4) 2013. There have been no adverse effects to the patient.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. The complaint information provided was as follows: "the device was used for eus/ fna was inserted through mouth and advanced to the duodenum, then the device olympus's scope (uct-240)was introduced into the channel. After needle advancement into pancreas, the device was removed from the endoscope. When the physician inserted stylet into needle, he felt resistance before reaching to the needle tip. Then, he tried to advance the stylet further though, the needle itself became unable to be retracted into sheath though "0" appeared in the window of safety ring." There were no echo-hd-19-c (echo) devices of lot # c868997 in stock at the time of the complaint investigation. One x echo device of lot c 868997 was returned for evaluation. The device was returned with the original packaging and was open on receipt. This echo device was received with the needle extended approx 2 cm. The distal needle tip was examined and confirmed intact. It was not possible to advance/ retract the needle. The stylet was received external to the echo device. It was not possible to fully advance the stylet through the device; resistance was encountered below the sheath extender. Visual examination of the needle/ sheath confirmed the needle was broken approx 3 cm from the sheath extender. The sheath was noted to be kinked at the point of the breakage. The cause of the users' inability to retract the needle during the procedure can be attributed to the needle breakage confirmed below the sheath extender. It was determined during the device evaluation that the most likely cause of this needle breakage may be attributed to the needle kinked distal to the sheath extended. This kink most likely occurred due to product handling when removing the device from the packaging or due to product handling when the device is attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath/ needle to become kinked. The complaint information received indicated the user felt the needle breaking a forceful stylet advancement. It is likely the kink resulted in a needle breakage during this stylet advancement or during advancement/ retraction of the needle. As the condition of device usage cannot be duplicated during the laboratory evaluation it is not possible to definitively state if this is the root cause of this complaint. The complaint information received confirmed no part of the needle detached inside of the patient. All parts of the needle were accounted for during the device evaluation. No adverse effects to the patient were reported as a result of this occurrence. The complaint information received confirmed another echo device was used and the procedure was successfully completed. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. This includes a visual inspection of the device for kinks and a check to verify the needle fully retracts. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.